Event description:
It was reported the pt had coupling and communication issues. The pt had to manipulate the stimulator to get good coupling. The stimulator had moved out of the device pocket once the pt got home. The pt pushed the stimulator back into place. The stimulator was tilted, not parallel to the skin surface. The pt received five coupling bars during recharge, but it took eight hours to do so because the pt kept losing signal. The physician wrote a script to order an antenna. The pt met with the MFR rep in the doctor's office. The pt was doing better with the charging and had good coverage for his feet. Impedances were checked and found acceptable. Group impedances were also checked. A minimum voltage that delivered a true current across the selected electrodes for sub-threshold stimulation was identified. The minimum voltage was 0.3 volts. The pt was seen by the physician. The generator had rotated in the subcutaneous pocket. The rotation caused pain, discomfort and difficulty recharging. The pt had a revision of the generator and repositioning in the subcutaneous pocket in 2008. This resolved the problem. The pt recovered without sequela.